Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition (suture did not grab the artery and pulled out when the device was removed) could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified left common femoral artery was completed with two proglide devices using the pre-close technique via a 6f sheath prior to a xience prime interventional stenting procedure with use of an impella. The sheath was upsized to a size greater than 8.5f and the interventional procedure was completed. The impella catheter was removed and when going to attempt to close the access site with the proglide sutures, it was noticed that the sutures of the second proglide had pulled out and the clamp with both sutures in it was laying next to the patient with some tissue on it. An attempt was made to tighten down the sutures of the first proglide; however, when pulling on the long suture to get the knot down, the suture also came out of the vessel. Manual compression was applied for five minutes and then a femostop was used to achieve hemostasis for another hour. The physician did not note any tissue or vessel damage to the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.